Event description:
It was reported that insulin was squirting out during manual prime. The customer was disconnected during the prime process. The customer's blood glucose was unk. The customer tried with different set. The insulin pump was neither bumped nor dropped. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion, and occlusion test. The insulin pump primed properly. The insulin pump was received with a cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.